Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no peeling or damage. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive; the ok keypad button responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the display screen was dim and discolored. A portion of the battery compartment, on the side at the threads, was observed to be broken off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.